Event description:
It was reported that while preparing for a da vinci si prostatectomy procedure the steering mechanism on the patient cart was not working and the surgical staff was unable to guide the patient cart to the patient for docking. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by an intuitive surgical field service engineer (fse) who went onsite and evaluated the system. The fse observed that the pin on the tiller handle of the patient cart was sheared off, thus causing the steering issue experienced by the customer. The system was repaired by replacing the tiller assembly. As of april 26, 2012, there have been no reported recurrences of the issue at this hospital.